Event description:
It was reported that after implanting the lead the patient developed hemiparesis 15 days after implant. The hospital had identified perifocal lead edema. The edema started in the pre-frontal subcortical area and usually showed some progression along the lead trajectory at first image control. The neurosurgeon only used latex free gloves and avoids systematically any contamination of implant material or gloves with bone dust or disinfectants. After a while the neurosurgeon evaluated a full recovery from the symptoms. The issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: b3300533m, serial#: (B)(4), implanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: b3300533m, serial/lot #: (B)(4), ubd: 27-dec-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.